Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received post reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. It was also reported that the insulin pump had unexpected battery power loss. The customer was advised the insulin pump needed to be replaced. It was also advised to customer that to wear a pump until replacement arrives by inserting a new battery. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No pump error 23 noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.